Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was noted to have broken cables. There was no reported injury. No fragment fell into the patient. The issue did not cause any delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-apr-2026: no patients were harmed as a result of this defective instrument. The instrument was replaced, and the operation continued. There was only a brief delay caused by the instrument change.

Event description:
Refer to h11 for follow-up information.